Event description:
Literature was reviewed regarding transcatheter aortic valve implantation (TAVI) with intra-annular (IA-SEV) and supra-annular (SA-S EV) self-expanding valves. Overall, the study encompassed 2,607 patients who underwent TAVI with either a Medtronic SA-SEV (Evolut FX/FX+, n = 1,003) or a non-Medtronic IA-SEV (Navitor/Navitor Vision, n = 1,604). The following adverse outcomes occurred in the SA-SEV group: valve repositioning, second transcatheter valve implanted, valve embolization, pericardial tamponade, conversion to open heart surgery, vascular complications, bleeding (major or life-threatening), elevated gradients, permanent pacemaker implantation, myocardial infarction, paravalvular leak (mild to severe), stroke (disabling or non-disabling), transient ischemic attack, endocarditis, valve thrombosis, acute kidney injury, reintervention, and hospitalization for heart failure. Additionally, 60 deaths occurred in the SA-SEV group within one year of TAVI. However, no evidence was presented to suggest a causal relationship between a Medtronic product and any deaths.

Manufacturer narrative:
Continuation of D10: This is a system report. The Section D information is for the primary device, which was in use with the following: Generic Brand Name: Medtronic Transcatheter Delivery System; Generic Product ID: MDT-TRANS DCS; Serial/Lot: Unknown; UDI: Unknown; Manufactured Date: Unknown; Use By Date: Unknown; Implant Date: N/A; FDA Site ID: 9612164. Citation: Matteo Casenghi, et al. Clinical and haemodynamic outcomes with contemporary intra- and supra-annular self-expanding valves: the multicentre international HERA-TAVI registry. EuroIntervention. 2026;22:e730-e740. Published online e-edition July 2026. DOI: 10.4244/EIJ-D-26-00390 Earliest date of publication used for Date of Event: July 01, 2026 (month and year valid). Earliest approved product used for Product Code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.